Event description:
It was reported that the media bay door needed to be repaired and the programmer refurbished. It was analyzed and tested out of specification during the manufacturer's analysis. There was no indication of patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the overlay to the screen was cracked.